Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 434 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump failed a high pressure test twice. It was also found the customer's cannula was not connected to their body. The customer also had parkinson's disease. Advised the customer to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.